Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that there is noise and oversensing on both the atrial lead and the right ventricular (rv) lead. It was noted that the patient was in atrial flutter. Additionally, it was reported that device was alerting for triggering eri (elective replacement indicator) and that there had also been an alert triggered for unsuccessful wireless transmissions. It was noted the noise on both the atrial and rv leads have been throughout the life of the device and the physician has been unable to identify a clear cause on either lead. The device was explanted and downgraded due to patient¿s improved left ventricular (lv) function and no ventricular arrhythmias throughout the life of the device. Both the atrial lead and rv lead remain in use as a setscrew issue was ruled out during the device changeout and accesses may be an issue, plus the patient is not dependent. No patient complications have been reported as a result of this event.